Manufacturer narrative:
This report is submitted on (B)(6) 2017, by (B)(4).

Event description:
Per the clinic the patient experienced skin overgrowth at the abutment site. Subsequently, the patient underwent revision surgery on (B)(6) 2017, to remove the abutment and have an internal magnet placed.